Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the loss of efficacy and jolting were related to a therapy issue. The even was noted to be ongoing as of (B)(6) 2017. No further complications were reported.

Event description:
Information received from a healthcare professional (hcp) for a clinical study reported a loss of efficacy. Interventions include that the neurostimulator was reprogrammed on (B)(6) 2016. There was a report that the event was related to the device or therapy and not related to the implant procedure. It was reported that the issue was due to programming. The patient initially had significant relief of incontinence after placement, but had increasing incontinence. There was a report that they no longer feels jolt from the device. Relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the event resolved without sequelae on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the lead appeared to similar in appearance and they did not have high impedances. The patient was able to sense the stimulation when amplitude was increased. They were shown again how to reprogram the device and had improvement since.